Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of intermittent low flow alarms and a slight decrease in flow, a specific cause for these events could not be conclusively determined through this evaluation. A direct correlation with heartmate 3 lvas could not be conclusively established. It was reported that the patient was doing clinically fine since implant in (B)(6) 2019; however, the patient has been suffering from intermittent but regular low flow alarms for a few weeks. The patient came in for diagnostics, and it was noted that the patient was doing fine clinically and was stable. The low flows continued despite optimization of medical treatment. A 2.0 lpm low flow controller upgrade was requested for this patient in order to perform more diagnostics and make further decisions for therapy. The submitted controller event log file captured a total of 6 transient low flow hazard alarms throughout the approximately 10 hours of data, associated with the calculated flow intermittently decreasing below the low flow threshold of 2.5 lpm. These alarms lasted up to about 8 seconds in duration, and calculated flow was captured at values as low as 2.4 lpm. Additionally, the controller periodic log file identified an active low flow hazard alarm on (B)(6) 2020 at 21:44:03; however, an exact duration of this alarm could not be conclusively determined through this evaluation. The controller periodic log file also confirmed the report of a slight decrease in flow throughout the duration of the data. Despite the low calculated flow values, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the submitted data. It was later reported that the patient¿s system controllers were updated to the 2.0 low flow software on (B)(6) 2020. The patient and clinical staff were given copies of the low flow alarm guides. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's (B)(6) 2020 outflow graft occlusion is covered under MFR # 2916596-2020-04571. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the device was having intermittent but regular low flow alarms. The last downloaded log files that were provided by the hospital showed slight decreases in flow, pulsatility index (pi), and power over the last 3 months. The patient had a suspected outflow graft occlusion based on a CT scan from june.